Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17771. It was reported that the patient's right ventricular lead exhibited out of range, high voltage lead impedance values. The physician suspected that the patient's device pocket was too loose resulting in the reported event. The patient's lead and implantable cardioverter defibrillator were explanted and replaced on 16 jan 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
Previously reported should have been (B)(6) 2020 rather than (B)(6) 2019.